Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).

Event description:
It was reported at the end of the procedure, the catheter was withdrawn from the pt and found ruptured at approx 5cm from the distal tip. No pt injury reported. Same event as MDR # 2029214-2010-00154.